Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 27-apr-2023, the following additional information about the reported event was obtained: the sureform 45 white reload was received and investigations were completed. Failure analysis investigations confirmed and replicated the customer reported complaint. The reload was found to have a firing failure based on log review, visual inspection, and during in-house inspection. The shuttle stopped approximately 75-80% of the length of the reload. The reload was found to have a damaged cartridge. The damage location was in the knife track where the shuttle stopped. No material was missing. The reload was transferred to engineering for further investigation due to the shuttle being stuck and unable to fully disassemble. Forward progress of the knife blade appeared to have stopped at approximately 80% completion. The forward progression of the knife aligned with the procedure logs showing a firing failure with the last white reload used in the procedure. The max firing force during the failure was recorded and suggests that high resistance was encountered during the firing. The knife edge was observed to be lodged into the left side of the inner cartridge wall. Severe cartridge damage was observed on both the left and right side of the inner cartridge, adjacent to the shuttle stopping point. Damage is indicative of a downward force being applied to the top of the knife while it was moving forward. The cartridge material was deformed but no material appeared to be missing. The reload was disassembled to locate and inspect the blade and shuttle. Originally, primary analysis stated that the blade was missing, however upon disassembly, the knife blade was located at the point of shuttle stoppage. The blade edge had been substantially covered by cartridge material and was not easily identifiable prior to disassembly. The blade edge was microscopically inspected and showed no obvious indentations, however the top right side of the knife showed signs of damage. Additionally, the left knife leg was found to be bent downwards and was not aligned with the right leg. The damage to the knife at these locations is consistent with an unknown force hitting the top right of the blade and angling it down and to the left, partially dislodging the knife from the knife slot of the shuttle and lodging it into the cartridge wall. Cause of downward force on the knife is not determinable. The sureform 45 stapler was received, and investigations were completed. Failure analysis investigations confirmed but did not replicate the customer reported complaint. The instrument was found to have a ¿tissue too thick¿ firing failure based on log review. After using the rfid editor to revert the force expired state of the instrument, it was placed and drive on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues. Additionally, the instrument was found to have binding of the roll bushing. Friction was observed when manually rotating the main tube. This failure is typically attributed to manufacturing. Signs of corrosion were found on the instrument bearing. Bearing found at the proximal end of the main tube exhibited orange discoloration. Corroded metal shavings were found stuck to the magnet.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure and revealed the following possible related system error: error code 256 ¿ emergency stop button was pressed by a user on surgeon side cart (ssc) 1. An instrument log review was performed for this procedure by an isi advanced failure analysis engineer (afa). Per afa, the sureform 45 curved tip stapler instrument was installed on the system 7 times and fire 7 reloads (1 blue, 1 white, 3 blue, 2 white, in that order). On the first 6 installs, all clamp attempts were successful, and all firings were completed with no pauses for compression. On the 7th install, the system failed to detect the reload color and the user manually selected the white reload via the guided user interface on the surgeon side console (ssc) touchpad. The first clamp attempt was successful, but was followed by a firing failure, which stopped at 83% completion. Duration of the firing was 26 seconds. There was no unclamp attempted, following this firing failure and the timestamp of the failure was ¿(B)(6) 2023 11:06:37¿. There were no events logged for this instrument after that time until more than an hour later. At timestamp ¿(B)(6) 2023 12:30¿, the logs show the emergency stop button was pressed by the user on ssc1, represented by error code 256. Approximately 1 minute later, the grip release tool was detected on the instrument and the stapler was subsequently force expired. Error codes 22027 and 282, respectively. It is unclear from the logs what prompted the use of the grip release key more than an hour later, however there was no unclamp event logged after the firing failure. There were no other errors related to this instrument in the logs. An advanced system log review was performed for this procedure by an isi advanced failure analysis engineer (afa). Per afa, the e-stop was triggered following the stapler fire and ¿tissue too thick¿ message; likely to use the stapler release key (srk) to remove the stapler. An isi regulatory post market surveillance specialist reviewed an image provided by the customer for this event and determined the following: the image is consistent with the complaint of an error message displayed indicating ¿tissue too thick to continue. Press the blue pedal to loosen and consider changing the reload color¿. Root cause of the failure mode cannot be confirmed without the returned device. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, the sureform 45 curved tip stapler installed with a white reload experienced a partial fire. The issue occurred 27 minutes into stapling, during the "third arterial stapling". The sureform 45 stapler displayed a "tissue too thick" message when the sureform 45 stapler stopped stapling after 18mm. The third arterial stapling was close to the already stapled stump. The customer also had an unclamping issue with the sureform stapler and the procedure was converted to open.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the patient underwent a conversion to open surgery. The issue occurred when the sureform 45 curved tip stapler installed with a white reload experienced tissue entrapment, 27 minutes into stapling, at the third arterial stapling. The sureform 45 stapler displayed a "tissue too thick" message when the sureform 45 stapler stopped stapling after 18mm. The third arterial stapling was close to the already stapled stump. The tissue became stuck to the sureform 45 stapler instrument¿s jaws. No bleeding was observed on the staple line due to the issue. The system¿s emergency button was pressed by the surgeon to activate a manual stapler release. The surgeon made the clinical decision to convert open when the manual stapler release did not work. After conversion, the surgeon was able to remove the sureform 45 stapler by the emergency release. Another instrument was not used to pry open the instrument jaws. There was no adverse effect to the grasped tissue. The patient has been discharged from hospital. There is a possibility that the surgeon fired over an existing staple line. The instrument was inspected prior to use. The tissue was not pushed forward or dragged during the firing process. The issue did not involve the stapler jaw opening or releasing during the firing sequence. The reload did not deploy staples unexpectedly. There were no malformed or unformed staples observed. The reload did not have an exposed blade. The staples were not missing from the staple line. There were no holes or gaps observed within the staple line. No buttress material was used. The surgeon did not experience any clamping issues prior to firing the stapler reload.